Event description:
It was reported that the mini vision stent was advanced on an unspecified guide wire. During advancement on the guide wire, prior to the stent delivery system (sds) entering the patient, resistance was encountered with the guide wire. The mini vision was attempted to be retracted, however it became stuck on the guide wire. The mini vision was pulled in order to remove it from the guide wire. It was able to be retracted, however the stent implant became stretched. No adverse patient effects were reported. Another mini vision of the same size was used with the same guide wire to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch, returned device analysis revealed that the balloon was separated at the proximal seal. Follow up information confirmed that this occurred during retraction of the mini vision from the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon detachment and stent damage were confirmed. The difficulty to position and difficulty to remove could not be confirmed due to the condition of the returned device. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.